Event description:
On september 3, 1997, a nellcor puritan bennett (npb) employee received info alleging that a npb model n-3000 pulse oximeter was being used to monitor a 28 year old male pt in "pre-op". According to the hospital, the n-3000 displayed an oxygen saturation level of 100%. Reportedly, the anesthesiologist "adjusted the medication accordingly" and then later determined that the pt's actual oxygen saturation was in the "70s". The method used to make this determination is unknown. The hospital has reported that there was no adverse impact to the pt.